Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - event date could be: (B)(6) 2014; or (B)(6) 2015. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). This report is number 1 of 3 mdrs filed for the same patient (reference 3006946279-2016-00114 - 00116) product location unknown.

Event description:
Patient underwent an oral bone grafting procedure. Subsequently, the patient underwent guided bone regeneration and radiologic treatment due to non-integration, infection, bone loss, non-healing wound, fibrosis, gingivitis and implant failure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Event date ¿ ni. UDI (B)(4). Corrective action was initiated to address the reported issue.